Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that eri was declared due to long charge times. Testing of the device confirmed the behavior was consistent with an open connection in an internal component, resulting in the observed long charge times and resultant premature declaration of eri. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis of this data found that the device had declared elective replacement indicator (eri) due to a long charge time. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted, replaced, and returned for analysis. No adverse patient effects were reported.